Event description:
Customer reported that, the device began to delaminate after cutting it to size and shape. The device was exchanged for a new mesh. No adverse patient consequences were reported.

Manufacturer narrative:
Result: one returned, used proceed mesh was examined under a stereomicroscope at 10-40x. The returned device appeared to have been trimmed to an oval shape of 8" x 6.5" size with scissors and was anchored at both long ends with blue monofilament sutures. The prolene soft mesh (psm) layer appeared separated from the rest of the laminated mesh. Pds fragments were observed on the psm and a pds layer was observed on the orc layer. No gouges or tears were observed on the returned mesh, suggesting that the separation of the psm may have occurred when the mesh was being cut. Conclusion: the amount of force required to cause the psm to separate from the rest of the mesh could not be determined.